Event description:
Pt had a repeat sweat chloride test performed on his left arm. When the negative electrode was removed a dime-sized reddened area with a 1mm burn in the center was noted. The disc under the negative electrode was pulling away at the edges and was cracked. Pt was evaluated by a md and the site was described as a 1mm diameter 2nd degree burn with an approx depth of 0.5mm.